Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited under sensing and functional loss of capture. No intervention was done. There were no patient consequences.